Event description:
It was reported that this right ventricular (rv) lead exhibited a rapid increase in pacing impedance measurements. Additionally, over-sensed noisy signals were seen that resulted in pacing inhibition. Boston scientific technical services were contacted and recommended thorough provocative maneuvers and diagnostic imaging to exclude rv lead impairment. Provocative maneuvers were performed in-clinic with normal results and the physician is continuing with regular follow-ups. At this time, the rv lead remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rapid increase in pacing impedance measurements. Additionally, over-sensed noisy signals were seen that resulted in pacing inhibition. Boston scientific technical services were contacted and recommended thorough provocative maneuvers and diagnostic imaging to exclude rv lead impairment. At this time, the rv lead remains implanted and in-service. The patient was stable with no adverse consequences reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rapid increase in pacing impedance measurements. Additionally, over-sensed noisy signals were seen that resulted in pacing inhibition. Boston scientific technical services were contacted and recommended thorough provocative maneuvers and diagnostic imaging to exclude rv lead impairment. At this time, the rv lead remains implanted and in-service. The patient was stable with no adverse consequences reported.